Event description:
The meter is supposed to record 60 blood pressures marking errors. It has an a/b button where 2 users can use it and switch back and forth. But it only records 29 blood pressure readings and both are recorded on a/b button. Only does one person. So it's not as advertised on box. Doctor insisted I get this one or he'd not see me again. I took the meter to him to check out. He's had it a week with no word as to when I might get it back for a possible store return. Dates of use: 2009. Diagnosis or reason for use: hypertension.